Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the lens was noted to be scratched after insertion. Additional information was received that, the marks were on the edge and not in the visual axis and the lens was inserted in the left eye.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Two photos were provided. Each photo is taken of a video monitor showing the lens in the patient's eye. The first photo was edited with black framing boxes showing the damaged areas of the lens. The second photo shows the reported damage along the edge of the optic on the anterior surface. A small piece of edge material is broken off. One other mark is observed near the edge damage but due to the quality of the photo we are unable to determine if this is damage or the broken piece of lens material from the edge. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The account indicated the use of qualified associated products. Based on our observation of the attached photos, the lens is damaged. It is difficult to make a final determination without evaluation of the physical sample. The manufacturer internal reference number is: (B)(4).